Manufacturer narrative:
The reagent lot number is 899285. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 2 patient samples on a cobas 6000 c (501) module. The customer was performing a 6 month correlation between a c501 analyzer and a c301 analyzer. Sample 1 had an initial result of 5.3% from the c501 analyzer. The repeat result was 16.5% from the c301 analyzer. Sample 2 had an initial result of 9.2% from the c501 analyzer. The repeat result was 18.2% from the c301 analyzer. The results from the c501 analyzer were deemed correct. No questionable results were reported outside of the laboratory.